Event description:
Medwatch report explained a tooth of the cloward broke off inside of the pt after the piece had bit down on a piece of tissue. The physician was pulling the device out of the body and noted the tooth missing.

Manufacturer narrative:
It is not clear at this point if the device and/or lot info is available. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If the device is returned to complaint will be investigated and a follow up report will be filed. If lot info does become available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.